Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient on impella cp experienced a console (aic) controller error alarm during use in the ICU room which automatically cleared after 30 seconds.. The procedure was completed with the impella. There was no health hazards to the patient.

Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show console unexpectedly shut down and rebooted. After the reboot, connected pump was recognized and restarted, data streaming had been disabled (by design), and console presented with advisory alarm ¿unexpected shutdown¿ (#603). Interruption of hemodynamic support was no longer than 30 seconds due to pump motor driver reinitialization during boot-up. Console was tested at fs but issue was not reproduced, and console operated within specification. Root cause of the unexpected shutdown was not determined. Most likely component that could have contributed to the issue is 4-in-1 assembly, including cf cards (no file system corruption was observed). Repair: replace 4-in-1 assembly (including cf cards) as a precaution and perform functional check of the console.